Event description:
It was reported that the patient presented to the clinic with signs of infection at the pump pocket. The date of onset was (B)(6) 2013. The type of infection was unknown and no culture was taken. The patient was treated with antibiotics. The device system remained implanted. The medication delivered by the device system was not provided. It was later reported that the device system delivered dilaudid. It was later reported that the original symptoms were severe itching, headaches, nausea and abdominal pain. The patient had no fever. The incision site appeared raised. It was stated that the infection healed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).